Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that when opened the package, the catheter was bent along with the stylet. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter kink is confirmed; however, the exact cause is unknown. The product returned for evaluation was opened 4fr dl powerpicc sv catheter kit. A gross visual inspection of the returned unit found that the catheter had a kink present between the 27cm and 28cm depth markers. The catheter was not flattened nor were voids in the tray seal identified, indicating that the catheter had not been caught in the packaging seal. The stylet was removed from the catheter and microscopically inspected. Use residue was observed on the stylet and a kink was observed on the stylet at the same location as the catheter. No misaligned guidewire coils were identified. The combination of deformation and usage residues suggested that resistance during attempted use likely contributed to the damage; however, it could not be determined if any additional factors also contributed. Therefore, the root cause remains unknown. This complaint will be recorded for future trending and monitoring purposes.